Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the avc-x was not operating properly. To resolve the issue, the technician reset the unit. The unit was tested, confirmed to be operating according to specification, and returned to service.

Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue custom room rack was not showing video. No report of injury.